Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during an anterior and posterior repair, sacrospinous hitch and advantage tension-free vaginal tape insertion procedure performed on (B)(6) 2006 to treat prolapse and incontinence. As reported by the patient's attorney, on (B)(6) 2011, the patient underwent an assessment under anesthetic including a cystoscopy to reassess her symptoms of frequency and recurrent prolapse. At cystoscopy, there was a very mild trabeculation and also, there was a mild cystitis cystica observed which could subject to diathermy. Reportedly, the urethra was dilated to hegar 11. The examination under anesthetic revealed a good anterior support from her non-bsc mesh which had been placed on (B)(6) 2007. The posterior wall was fine, however, there was vaginal vault laxity observed. The vault was still supported partially by the sacrospinous hitch on the right hand side, though there was some central laxity and grade one to two descent. Furthermore, a repeat sacrospinous hitch would be needed if the patient will not improve. On (B)(6) 2014, the patient underwent a video urodynamic study and it was observed that the patient had a sensory urgency, stable bladder, good support, no stress urinary incontinence and there was an incomplete emptying.

Manufacturer narrative:
Additional information to blocks b5, e1 (physician and healthcare facility), and h6. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Phone number: (B)(6). Fax number: (B)(6). (B)(6) hospital. (B)(6). Phone number: (B)(6). Fax number: (B)(6). (B)(6). Phone number: (B)(6). Fax number: (B)(6). Dr. (B)(6). Dr. (B)(6). (B)(6). Block h6: patient codes e1310, e2330, e2328, e2326, and e1309 capture the reportable events of urinary tract infection, pain (suprapubic tenderness), obstruction, ureter/urethra (trabeculation), inflammation (cystitis), and urinary retention, respectively. Impact code f1905 captures the reportable event device revision or replacement. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during an anterior and posterior repair, sacrospinous hitch and advantage tension-free vaginal tape insertion procedure performed on (B)(6), 2006 to treat prolapse and incontinence. All went well technically, and she was progressing well in the early postoperative phase. On (B)(6), 2006, the patient had complaints of dysuria, frequency, suprapubic tenderness, and urinary tract infection. She was given medication. As reported by the patient's attorney, on (B)(6) 2011, the patient underwent an assessment under anesthetic including a cystoscopy to reassess her symptoms of frequency and recurrent prolapse. At cystoscopy, there was a very mild trabeculation and also, there was a mild cystitis cystica observed which could subject to diathermy. Reportedly, the urethra was dilated to hegar 11. The examination under anesthetic revealed a good anterior support from her non-bsc mesh which had been placed on (B)(6), 2007. The posterior wall was fine, however, there was vaginal vault laxity observed. The vault was still supported partially by the sacrospinous hitch on the right hand side, though there was some central laxity and grade one to two descent. Furthermore, a repeat sacrospinous hitch would be needed if the patient will not improve. On (B)(6) 2011, the patient mentioned that she was not happy with her vaginal repair. Furthermore, she was not happy with the procedure of cleaning her bladder from inflammation and stretching her urethra, as she was constantly going to the toilet to pass urine. The patient's urinalysis results showed no sugar and no blood in her urine. On (B)(6), 2014, the patient underwent a video urodynamic study and it was observed that the patient had a sensory urgency, stable bladder, good support, no stress urinary incontinence and there was an incomplete emptying.